Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1800273 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device did not fire properly the first time, did not re-load and now jammed.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4). Is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A double feed was present as two clips were stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the clips stuck in the bent rotation tab were manually removed and the trigger cycle was completed. It was observed that one of the clips had one of the pierced bosses broken off. There was no clip in the next position of the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. However, a broken hook fell out of the channel and the next clip was out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 6 clips remaining including the two clips that were stuck in the bent rotation tab, indicating that 9 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. It could not be determined exactly how or when the clips became out of position. CAPA 40010983 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "misfire" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A double feed was present as two clips were stuck in the bent rotation tab. It was observed that one of the clips had one of the pierced bosses broken off. Upon functional inspection, no clip fired on the first attempt. However, a broken hook fell out of the channel and the next clip was out of position in the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the device did not fire properly the first time, did not re-load and now jammed.